Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two scs extensions from the same lot number. It was reported the pt (japan) was not receiving effective stimulation therapy from the scs system. A system diagnostics revealed multiple invalid lead contacts. The pt underwent surgical intervention and it was determined during intraoperative testing that the issue was with the scs lead extension(s). The pt's scs extension was explanted and replaced with a new one. Effective stimulation was reportedly restored postoperative.